Event description:
It was reported that the user disconnected from the ilet pump and forgot to reconnect the infusion set, resulting in a blood glucose of 369 mg/dl; after reconnecting, the user was advised to remain connected and allow pump-delivered correction to bring glucose back into range, and the event involved user procedure with the infusion set and cannula. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper procedure, and the device component involved was the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.